Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:device shows tf431002 blower defect.

Event description:
Hamilton medical ag received the following incident description: device shows tf431002 blower defect.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g4, g6, h2, h3, h4.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g4, g6, h2, h3, h4. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag received and analyzed the log files of the affected ventilator. According to the log files, technical fault (tf) 431002 alarms were recorded during ventilation of the patient. Tf 431002 alarm indicates that the speed of the blower is low. No harm came to the patient. The root cause was a defective blower module (msp160250). The module was replaced and all calibrations were completed. Updated fields: b4, g1, g3, g6, h2, h6, h7, h11.

Event description:
Hamilton medical ag received the following incident description: device shows tf431002 blower defect.